Event description:
Additional information was provided regarding this event. Prior to this event, the facility had power issues in the operating room. The subject device shut off in the middle of an unspecified case. The customer was able to plug the device back in and complete the procedure. There were no reported delays or medical intervention required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was not returned to olympus; therefore, the event could not be confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred with the power supply in the procedure room since the problem occurred before and the customer was able to solve the problem himself. Olympus will continue to monitor field performance for this device.

Event description:
A biomedical engineer reported to olympus, the high flow insufflation unit shut off in the middle of a case. They do not think the event was power cord related but rather overheating. The event occurred during an unspecified diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The biomed reported they were able to fix the device.